Event description:
It was reported that the zimmer surgivac evacuator was not able to be used due to an air leak in "hold" position. The surgery was completed with another surgivac. Additional clinical follow up with the customer indicated that the location of the pinhole was on the joint surface of the bottom of the evacuator.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.